Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant was returned for investigation. Visual inspection of the as returned product identified complete fracture on the implant neck, dried blood and bone around the devices and damage from trephine removal on both devices. Functional testing to recreate the reported events could not be performed due to the nature of the devices and events. The reported device was used for 16 years 7 months. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Complaint history review was performed for the reported lot number for similar events and two other complaints were identified. Complainant reported that the implant fractured and was removed. Patient presented bone loss and pain. The reported device was returned and the reported fracture was confirmed as the fracture was identified while the reported bone loss condition could not be verified as medical events are non-verifiable events and no x-rays were provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . D4: expiration date, UDI . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. First/given name unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the implant fractured. It was also reported that the patient suffered bone loss and pain as a result of the event.